Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing test strips, control solution, lancets, and lancing device. No further information was available. There was no indication that the product caused or contributed to an adverse event.